Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 210h, an external dialysate leak was observed from the connection between port and the clean coupler (connector) of a non-baxter control unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h10 h10: the actual sample was returned for investigation. The visual inspection of the product with naked eye showed the product contaminated. After the disinfection of the product, a leak test of the dialysate side was performed and no leak was observed. A leak test of the blood side was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.